Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer had sensor glucose versus blood glucose differences with higher and lower sensor glucose readings than the meter. One such difference led to an unexpected threshold suspend where the customer was at 180 mg/dl and the sensor was at 50 mg/dl. The customer was at 94 mg/dl after being treated for the low. The customer was given a glucagon shot to treat. The customer experienced symptoms such as extreme confusion and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer's sensor gave a calibration error. The insulin pump will not be returned for analysis.